Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported system error 345 was reproduced during evaluation. A review of the event history log identified system error 345 alarms. The cause was determined to be a failing downstream thermistor. The downstream sensor was replaced to correct this condition. A service history review revealed this is a repeat service issue within the last 12 months. The device was last serviced (B)(6) 2018 for the same reported problem and the upstream sensor was replaced during the prior service. The service record indicates that all service actions were completed during evaluation and there is no evidence of non-conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.